Manufacturer narrative:
.

Event description:
The physician reported that after the pacing threshold test, the device did not pace the ventricle with the programmed rate as expected, leading to symptoms for the patient. The device has been programmed from safer mode to vvir mode to solve the problem.

Event description:
The physician reported that after the pacing threshold test, the device did not pace the ventricle with the programmed rate as expected, leading to symptoms for the patient. The device has been programmed from safer mode to vvir mode to solve the problem.